Event description:
A customer reported occlusion issues with their insulin pump, prompting a recommendation for pump replacement by customer support. The customer's blood glucose level was not adversely affected according to the information provided. In response to the situation, the customer was guided by support to switch to multiple daily injections (mdi) until the replacement pump arrives, and they were educated on the necessary steps for returning the defective pump and preparing for the arrival of the new one.